Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The leading haptic and optic tore during insertion into the patient's eye. Lens was removed with no patient injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).